Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the foley catheter was inflated asymmetrically during pretest.

Event description:
It was reported that the balloon of the foley catheter was inflated asymmetrically during pretest.

Manufacturer narrative:
Upon further review, it has been determined that this MDR was initially reported in error. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.